Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 681c02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (a) was returned with no apparent damage and with a gst60g reload present. The reload was received partially fired 1/4 and with damage on the reload deck. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. As additional testing, the bailout door was installed and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 681c02, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric sleeve on last fire on the top of the stomach the battery died. He took battery out, put it back in but did not work. He took the battery out of the second device to reverse the knife blade of the first device and had to do a second firing with new stapler to complete the case without patient harm.